Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, device was found in back-up reset mode. The device was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of backup vvi (bvvi) was confirmed in the laboratory was due to power on reset (por). The device was tested on the bench and no anomalies were found. The cause of the por could not be determined.